Manufacturer narrative:
Device evaluated by manufacturer: an examination of the returned device revealed numerous shaft kinks along the length of the shaft. The hub was separated from the shaft. The outer diameter (od) of the proximal end of the shaft was measured and found to be within specification. The inner diameter (ID) of the hub was measured and the results indicate that there was not a root cause attributable to the stack-up of the hub ID - shaft od. Magnified inspection of the proximal end of the shaft and the hub lumen presented no evidence of any material or manufacturing deficiencies that could have contributed to the separation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported that during a percutaneous coronary intervention procedure removal difficulties were encountered. The patient presented with an aortic aneurysm. Vascular access was obtained via the femoral artery and a 6fr non-bsc sheath was inserted. As the physician advanced the 6f runway vl4 guide catheter up to the aortic arch, resistance and friction were encountered due to the tortuosity and calcification of the pelvic arteries. The physician exchanged the introducer sheath to an 8fr non-bsc introducer sheath which was advanced to the proximal third of the ascending artery. The runway guide catheter was reinserted and advanced only as far as the aortic arch due to the tortuosity and calcification of the vessels. As the physician pulled the runway guide catheter back with "some force" to remove it from the patient, the hub detached from the catheter. The physician completed the procedure with another runway guide catheter. No patient complications were reported.

Event description:
It was reported that during a percutaneous coronary intervention procedure removal difficulties were encountered. The patient presented with an aortic aneurysm. Vascular access was obtained via the femoral artery and a 6fr non-bsc sheath was inserted. As the physician advanced the 6f runway vl4 guide catheter up to the aortic arch, resistance and friction were encountered due to the tortuosity and calcification of the pelvic arteries. The physician exchanged the introducer sheath to an 8fr non-bsc introducer sheath which was advanced to the proximal third of the ascending artery. The runway guide catheter was reinserted and advanced only as far as the aortic arch due to the tortuosity and calcification of the vessels. As the physician pulled the runway guide catheter back with "some force" to remove it from the patient, the hub detached from the catheter. The physician completed the procedure with another runway guide catheter. No patient complications were reported.